Event description:
It was reported that the right atrial (ra) lead exhibited undersensing with low to no sensing. It was confirmed the lead had dropped from the initial position. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.